Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "check vent: over-voltage protection (ovp) circuit failed" error code (1127). There was no patient involvement when the issue occurred. No patient or user harm reported. While inspecting the device, the se reported that the v60 ventilator displayed a "check vent: ovp circuit failed" error code (1127). The se noted that the event log had eight records of the alarm in four months. The customer was informed, and the device was removed from service. This investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The customer declined service and repair, and the record was closed with no further actions performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.